Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The head of the replacement brush came off [device breakage] no adverse event. Case description: a consumer reported they used an oral-b brush heads, version unk, a set of 4 replaceable brushes, with oral-b rechargeable toothbrush; and the heads of the last 2 replacement brushes came off. The second brush head came off after 2 weeks of use. No symptoms developed.